Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) shut down every two hours. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and confirmed the reported issue. Cross checked power supply with working machine. Observed the machine and conclude that power supply is defective. Fse confirmed power supply needs to be replaced. Per fse, the customer repaired machine locally and unit is in working condition.